Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was admitted in hospital. The customer reported that they had a hospitalization in (B)(6). The customer had a high blood glucose overnight. Patient's blood glucose at time of incident was over 600 mg/dl. Patient's current blood glucose was 199 mg/dl. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. Customer declined to perform the high pressure test. The customer declined all the offered troubleshooting and did not recall if the cannula was bent but stated that after medical staff got the blood glucose down she connected to pump and got blood glucose under control. The customer will monitor the insulin pump and call back if any issues. The insulin pump will not be returned for analysis.